Manufacturer narrative:
Concomitant devices: (B)(4): computer (B)(4) notebook, lot 3a056939h. (B)(4): product evaluation: no analysis results available; device has not been returned for evaluation. Method: no testing methods performed. (B)(4). Note: the instructions for use for this monitoring system states: contraindications - the use of paralyzing anesthetic agents will significantly reduce, if not completely eliminate, emg responses to direct or passive nerve stimulation. Whenever nerve paralysis is suspected, consult an anesthesiologist. Warning the nim-eclipse® system does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves.

Event description:
It was reported that during a procedure to remove a spinal intradural mass, ¿the reason of the anesthesia conditions; system cannot record good signals. Surgeon didn't want to change the anesthesia conditions. They continue to the surgery as it is. The product didn't give any error message in the event. The reason was the anesthesia conditions. The patient didn't respond after the surgery but after the physiotherapy the patient respond good.¿ additional information and clarification obtained. It confirms that ¿during tumor resection emg activity was noted and the surgeon was notified immediately. Procedure was continued, there was not any delay. While tumor was being resected, mep were absent at the ta-mg, ahb-adm levels which were present at the beginning of the case and was reported to the surgeon directly.¿ when this occurred, they checked the electrodes and boxes, informed the surgeon that there was not any technical problem, then closure was started. It has been stated that there was no malfunction of the nerve monitoring devices, ¿anesthesia protocols was not applied correctly, they repeated muscle relaxant and sevoflurane during the case.¿ it was confirmed that the following anesthesia was being used: total tiva (ultiva+propofol), sevoflurane and muscle relaxant (esmeron). Final nerve testing showed that there was a response on the patient¿s left side, but a decrease on the right side. Post-operatively there was no activity on both legs. The patient continues to have physiotherapy.

Manufacturer narrative:
Date of this report: the corrected date of this report is february 3, 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.